Event description:
It was reported that during a da vinci-assisted general revision band to bypass surgical procedure, the 8mm fenestrated bipolar forceps instrument was not recognized. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no arcing observed during the procedure. It was unknown if other instrument(s) were in use when the arcing event occurred it was unknown if the arcing appear to originate from an instrument associated with the complaint or from another instrument in use at the time of the event. The patient did not experience any injury or adverse event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips moved properly. The instrument attached to and removed from the arm without any issues on multiple attempts. Msc logs were unable to verify any failures. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues, or other factors not directly related to the device. Additional observation(s) not reported by site: the instrument was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage. The housing was removed and found the life indicator did not rotate when the instrument expired and as a result the red tab was not visible on the outside of the instrument. A review of the instrument¿s usage history was performed, and it was confirmed that the all the instrument¿s lives were used. A review of the remote fe log confirmed that the instrument had exhausted all its lives and when the instrument was placed on the in-house system, there were 0 lives remaining. The complaint was confirmed by failure analysis.